Event description:
The physician reported that during the implant procedure relative to the subject pacemaker that after a few seconds, the basic rate started to increase slowly from 35 bpm to 60 bpm. The subject pacemaker was subsequently implanted, and no further irregularities were declared. A review of the manufacturing records of the subject device did not identify any irregularity.

Event description:
The physician reported that during the implant procedure relative to the subject pacemaker that after a few seconds, the basic rate started to increase slowly from 35 bpm to 60 bpm. The subject pacemaker was subsequently implanted, and no further irregularities were declared. A review of the manufacturing records of the subject device did not identify any irregularity.